Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during total hip arthroplasty when opening the liner for the size 38mm head, the liner seemed to be of a size 42 head.the device was implanted in patient and surgeon realized it was the wrong size. The device was removed and part #xl-200144 lot # 914340 was implanted. Surgery was delayed by 30 minutes. No further event information available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing deficiency. This event is being farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during total hip arthroplasty when opening the liner for the size 38mm head, the liner seemed to be of a size 42 head. Attempts have been made and no further information has been provided.